Manufacturer narrative:
(B)(4). Date of initial report: 05/23/2016. The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that bleeding occurred during the procedure even though end tones, indicating a completed seal cycle, were heard. Bleeding was reported to be less than 500cc. There was no injury to the patient.